Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with the highest blood glucose of 551 mg/dl and an out-of-range duration of about three hours; the device alerted for high glucose, and after changing infusion supplies (contact detach, 6 mm, 23 in), glucose began to trend down with corrections delivered. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with confirmation that the device was delivering correction doses and that glucose trended down after the site and supplies were changed. Investigation of this case revealed hyperglycemia of unclear cause, with corrective response after supply change and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.